Manufacturer narrative:
Product analysis # (B)(4). Complaint not confirmed lhr/DHR review: no associated manufacturing or servicing issues. Evaluation process: unit received in standard shipping container. Unit received in fair condition with minor surface imperfections. Power cord and user manual were received with unit. No handpieces were received. Internal visual inspection found nothing moving or broken in unit. Unit delivered rf energy correctly into fixed resistors. Root cause: the reported condition could not be replicated by the service department. Cut energy was keyed successfully by both handpiece switch and foot pedal: as was coag energy. Note that, when keying energy on the pulsar, the half of the screen for the activated power mode (either cut or coag) takes on a slightly dark hue while the other half of the screen takes on a much lighter hue (the intent was to make the unused mode appear to ¿grey out¿.) This has led to confusion in the past because users have thought that, due to the more significant color change, the opposite power mode was being keyed.

Event description:
Surgeon reports reversed activation on the pulsar I generator. When cut is pressed, display screen on generator show that coag mode is active. When coag is pressed, display screen on generator show that cut mode is active. Surgeon completed the case by pressing opposite button on hand piece to achieve desired effect. Patient information is unavailable as facility staff does not recall which case the issue occurred in. The surgeon using the generator is a new user of the product. Sales representative clarified that this may have been a customer confusion issue.

Manufacturer narrative:
(B)(4).

Event description:
Case #1 surgeon reports reversed activation on the pulsar I generator. When cut is pressed, display screen on generator show that coag mode is active. When coag is pressed, display screen on generator show that cut mode is active. Surgeon completed the case by pressing opposite button on hand piece to achieve desired effect. Patient information is unavailable as facility staff does not recall which case the issue occurred in. The surgeon using the generator is a new user of the product. Sales representative clarified that this may have been a customer confusion issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.